Event description:
My side effects after the essure device are: lower abdominal pain, pain during and after sex with sometimes bloody discharge. Heavy abdominal cramps in a way that I am in extreme pain when trying to move. I have acne, swelling of the stomach, super sensitive skin, and extreme fatigue.